Manufacturer narrative:
Oil mist: capital equipment, unit evaluated at the facility. The fse diagnosed failed oil mist filter so he replaced the filter. All tests, measurements, and calibrations met manufacturer specifications. Customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.

Event description:
The customer reported haze/oil mist coming from their unit. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.